Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the foley catheter pre-test, after injecting sterile water, when attempting to drain the water, it stopped halfway and could not be drained. It was stated that no abnormalities were detected throughout the catheter. It was also stated that they cut the inlet tube and seal it with the bag and components other than the ring were discarded. A note was included in the same bag as the actual item.

Event description:
It was reported that during the foley catheter pre-test, after injecting sterile water, when attempting to drain the water, it stopped halfway and could not be drained. It was stated that no abnormalities were detected throughout the catheter. It was also stated that they cut the inlet tube and seal it with the bag and components other than the ring were discarded. A note was included in the same bag as the actual item.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.